Event description:
During the tka procedure, a metal plug fell out of the patient's body from the triathlon 6541-4-810 handle. One year after the surgery, the patient was referred for another surgery to remove the part from the triathlon handle. Photos attached. Update: the plug cut was not into the insert. The insert was revised as a standard procedure. Left side.

Manufacturer narrative:
An event regarding foreign matter involving a impaction handle was reported. The event was confirmed upon visual inspection. Method & results product evaluation and results: visual inspection: visual inspection of the returned device noted the following: the pin that was allegedly left in the patient was returned. The full impaction handle was not returned. Examination of the returned device with the engineer indicated that damage is consistent with repeated contact with tissue in the patient's body. This is unrelated to the separation from the full impaction handle. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged. Functional inspection: functional inspection was not performed because the event does not relate to device function. Material analysis: material analysis is not performed as this is not related to material integrity. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow- up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the tka procedure, a metal plug fell out of the patient's body from the triathlon 6541-4-810 handle. One year after the surgery, the patient was referred for another surgery to remove the part from the triathlon handle. Photos attached. Update: the plug cut was not into the insert. The insert was revised as a standard procedure. Left side.